Event description:
It was reported that the cartridge was leaking; location of leak was not specified. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.